Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received to this date, the device could not be analyzed according to the procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 225cc mentor memorygel breast implant and experienced breast implant rupture on her left side. As a result, the device was explanted on an unknown date.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, the following information has also been updated on this form: - patient's initials have been updated to "l.m.h." Under field a1 - patient's date of birth has been updated to "(B)(6) 1971" under field a2 as only month and year were provided. - left side replacement device used on (B)(6) 2022 was catalog number 3502251bc; serial number (B)(6). On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 225cc breast implant was found to have a tear on the anterior view, measuring approximately 6.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the date of explant was (B)(6) 2022. Hence, field d6b has been updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).